Event description:
The customer's mother reported that the customer experienced blood glucose levels as high as 400 mg/dl. The mother stated that the cannula had blood when it was removed, and was concerned that the insulin pump never alarmed no delivery. Unable to troubleshoot as the customer was not present at the time of the call. Advised the mother to have the customer call back for troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.